Event description:
The facility's biomedical engineer reported that this pump did not detect an air bubble while infusing blood on a patient. The problem was also duplicated during biomed testing. The biomedical engineer stated that no patient injury was reported on this pump. Information regarding the pump's programmed setup, IV bag, IV tubing lot and product codes was requested but none was provided.

Manufacturer narrative:
This pump has been requestd but has not been received. Should the pump be received, a follow-up report will be submitted upon completion of the evaluation or if additional information is obtained.